Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-sep-2017, UDI#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, mpxr 565726 (hcp): information was received from a health care professional via manufacturing representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was already explanted. Follow up information received from the manufacturer¿s representative on oct. 11, 2018 reported that the cause of the explant was unknown (and unknown if it was due to normal battery depletion). It was also unknown if there were any symptoms associated with the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.